Event description:
It was reported that during a gastropancreatoduodenectomy procedure during a separation of part of stomach, the distal staple line did not have b information. Only the proximal staple line closed properly. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Date sent: 7/7/2006. Information anticipated, but unavailable at this time.